Event description:
It was reported that during a device replacement procedure, the pacemaker system analyzer (psa) displayed evidence of t-wave over-sensing from the in situ right ventricular (rv) lead. The physician elected to implant a bipolar sensing system to resolve the event and no adverse patient effects were reported. At this time, the newly implanted device and rv lead remain implanted and in-service.